Manufacturer narrative:
This is the third complaint reported for this finished goods lot; however the first for this issue. Review of the device history record indicates the order was built to specification. Only the unused 25 gauge vent infusion cannula metal tip was returned in a specimen container and it appeared that the tubing from the cannula was removed. No damage or bend was observed on the sample. Using a 1.0 millimeter syringe to check for flow, fluid could introduce from the tubing to the tip. No occlusion was found in the infusion cannula. The root cause of the customer's complaint is not known as the returned sample functioned per specifications during lab testing. After a thorough investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported an issue with a clogged device that cancels the effect of the trocar and allows it to remain open during the vitrectomy procedure. The product sample has been requested. Several attempts were made to obtain further information on the event with no response to date.